Manufacturer narrative:
Additional information: b5, h3, h6.

Event description:
Additional information received on 3/24/025: ar-9564-2433-lat arthrex univers revers glenosphere were explanted as well. Ar-9503-3336-3 univers revers combo humeral insert was attempted to be used with the spacer, but it would not fit, so the surgeon turned to an ar-9503-3336-6c univers revers modular glenoid system, constrained combo humeral insert. It was also reported that the screw from the initial ar-9504-06 univers revers spacer was not working and an ar-9502rsc univers revers replacement cup screw had to be used.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 2/25/2025, it was reported by a sales representative via email that ar-9501-04-135p univers revers stem would not engage with an ar-9504-06 univers revers spacer. The stem was implanted over a month ago and it would not engage. This was discovered during a revision surgery. No further information was reported. Additional information received on 3/3/2025: the patient underwent an initial rtsa procedure on (B)(6) 2025. On (B)(6) 2025, the patient underwent a revision surgery in which two ar-9504-06 univers revers spacers would not engage with the stem. Additional information received on 3/11/2025: the patient underwent revision surgery due to a shoulder dislocation. During the revision, an ar-9503xs-06 univers revers modular glenoid system humeral insert was explanted and an ar-9503-3336-6c univers revers modular glenoid system, constrained combo humeral insert was implanted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event likely due to the patient's anatomy.